Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Visual analysis revealed the fiber body proximal to the metal cap is fractured and bent causing the metal and glass caps to partially detach thus confirming the reported event. The fiber was functionally tested with the helium-neon (hene) laser fixture. The testing conducted showed the aiming beam was present at the fracture. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. Based on the fiber analysis result and information available, it is probable that during use of the fiber there may have been inadvertent tissue contact and excessive manipulation and bending applied to the fiber, resulting in fiber bent and fractured. A conclusion code of unintended use error caused or contributed to event this investigation.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber tip bent and the fiber cap detached from the fiber. A second fiber was opened and the laser stopped vaporizing due to diminished vaporization of the fiber and the laser continuously going into standby . The procedure was completed with a third fiber no patient complications.

Manufacturer narrative:
D10. Device available updated. H3. Device evaluated by manufacturer updated. H6. Device code corrected.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber tip bent and the fiber cap detached from the fiber. A second fiber was opened and the laser stopped vaporizing due to diminished vaporization of the fiber. The procedure was completed with a third fiber no patient complications.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber tip bent and the fiber cap detached from the fiber. A second fiber was opened and the laser stopped vaporizing due to diminished vaporization of the fiber. The procedure was completed with a third fiber no patient complications.